Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a pregnancy resulting in stillbirth when coil ruptured the embryonic sac. She also reported a surgery, but no further details were provided. Pregnancy is a listed event in the reference safety information for essure, the other events are unlisted. In the present case, limited information was provided. Hysterosalpingogram was performed approximately 4 months after insertion and confirmed satisfactory placement of the left essure coil; no information regarding the right coil was provided. Despite the limited information available, given the nature of the event pregnancy a causal relationship with essure cannot be excluded. The exact gestational age of the stillbirth was not provided. However, this term is generally used referring to a fetal death that occurred at a later pregnancy stage; therefore a mechanical interference of the device on the developing pregnancy cannot be completely ruled out. Hence, a causal relationship between essure and event stillbirth when coil ruptured the embryonic sac cannot be excluded. The exact nature and indication for the reported surgery were not specified therefore causality with the suspect insert cannot be assessed. Non-serious events were also reported. This case was regarded as incident due to serious injury reported, and since medical intervention was likely required as treatment for the essure-related events. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-sep-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, for permanent contraception. On (B)(6) 2014 the plaintiff had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of the left essure coil. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, weight gain, hair loss, and pregnancy resulting in stillbirth when coil ruptured the embryonic sac. On (B)(6) 2015 she underwent a surgery (no further specified). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a pregnancy resulting in stillbirth when coil ruptured the embryonic sac. She also reported a surgery, but no further details were provided. Pregnancy is a listed event in the reference safety information for essure, the other events are unlisted. In the present case, limited information was provided. Hysterosalpingogram was performed approximately 4 months after insertion and confirmed satisfactory placement of the left essure coil; no information regarding the right coil was provided. Despite the limited information available, given the nature of the event pregnancy a causal relationship with essure cannot be excluded. The exact gestational age of the stillbirth was not provided. However, this term is generally used referring to a fetal death that occurred at a later pregnancy stage; therefore a mechanical interference of the device on the developing pregnancy cannot be completely ruled out. Hence, a causal relationship between essure and event stillbirth when coil ruptured the embryonic sac cannot be excluded. The exact nature and indication for the reported surgery were not specified therefore causality with the suspect insert cannot be assessed. Non-serious events were also reported. This case was regarded as incident due to serious injury reported, and since medical intervention was likely required as treatment for the essure-related events. A product technical analysis is expected. Further information will be obtained through the litigation process.